Event description:
It was reported, the telescope, had a broken pin stopper. It is unknown when the reported issue was found. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. If additional information is received, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned for evaluation and the event was confirmed. The probable cause was due to excessive force during handling of device. Olympus will continue to monitor field performance for this device.